Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the hub of the nephrostomy drainage catheter fell off after the patient returned home following placement of the device. The drainage catheter was removed and replaced with another one.